Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd pivo blood collection device pouch compromised by unknown liquid. The following information was provided by the initial reporter: (B)(6) received some boxes of pivo devices that looked and smelled like they had been soaked in motor oil or something of that sort. The boxes themselves feel greasy, and whatever it is it¿s clearly soaked all the way through the cardboard and into the packaging of the pivo devices themselves. Obviously, we don¿t feel comfortable using these devices on patients. We received one case that we intend to discard entirely due to the damage to the boxes inside. 15aug2024 ¿ what is the actual issue of pivo cardboard case containing boxes of pivo devices is soaked with chemical/motor oil. The pollutant was absorbed through the cardboard completely and soaked into the packaged pivo devices inside. ¿ any adverse event or serious injury reported to patient or healthcare professional? No, we realized there was a problem and did not put any of the devices into use. Boxes were placed aside upon receipt.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of damaged packaging was confirmed; however, the source and cause of the observed discoloration could not be determined from the photograph that was provided for investigation. There were no distinguishing features which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
A code corrected to packaging problem becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4).) On march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family:pivo device failure:package damaged

Event description:
No additional information